Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transcatheter arterial chemoembolization interventional procedure with a 5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed MDR report, the following information was corrected: a suture malposition occurred and not the initially reported cuff miss. The suture did not capture the vessel and came out entirely. No additional information provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported ¿suture did not capture the vessel and came out entirely¿ was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction h6- medical device problem code updated from 1142 - needle to cuff miss to 2616 - suture.